Event description:
It was reported that the patient presented for normal follow with a device that could neither pace nor be interrogated. Premature battery depletion was noted. The device was explanted and replaced. The patient is stable and in his own intrinsic rhythm following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was caused by a low battery voltage. Review of the battery trend indicated premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and power consumption was normal. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.